Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that the patient underwent a revision surgery. It was reported that there was toggle between the driver and the screws. The surgeon decided to switch screws during the procedure. It is unknown whether the outcome was good with the transition to new screws. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.